Event description:
Reporter stated that pt's blood glucose was measured on the advantage system with a result of 28.3 mmol/l. An additional sample obtained from the same pt was reportedly tested on a laboratory instrument with a result of 4.7 mmol/l. The time between sample collections was not provided. No treatment, based on the value obtained on the advantage system, was reported. The MFR requested the return of the suspect product for eval.